Event description:
It was reported to philips that the system gave a remote alert indicating the fan and power tray unit was defective, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) confirmed that power tray unit was defective. To resolve the issue rse connected in house biomed, and they stated they were having no issues. No issues found and system was returned to good working condition. The codes were updated based on the investigation outcome.